Manufacturer narrative:
Model- cylinder 72404012; lot sn- (B)(4); mfg date- 05/14/2012; exp date- 04/27/2017; model- reservoir 72400152; lot sn- (B)(4); mfg date- 04/23/2012; exp date- 04/19/2017.

Event description:
It was reported that the patient experienced fluid loss. The connector was reported to be cracked. The pump, cylinder and reservoirs were replaced. Patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the patient outcome was well.

Event description:
It was reported that the patient experienced fluid loss. The connector was reported to be cracked. The pump, cylinder and reservoirs were replaced. Patient outcome was not reported. Additional information received that the patient outcome was well.

Manufacturer narrative:
The ams700 pump was visually inspected and functionally tested. No leak was found. The pump performed within specifications. Two straight window quick connectors (wqc) were returned. Both ends of both connectors has a collet and kink resistant tubing (krt) inserted. The wqc and collets are not cracked. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.